Manufacturer narrative:
(B)(4).

Event description:
This info was received via medwatch report. It was reported the procedure was being performed on a (B)(6) male pt weighing (B)(6), diagnosed with esophageal cancer. They were using an arrow agb+ double lumen central line catheter 7fr, 20cm. The report states: when discontinuing the catheter from the internal jugular, an approx 14cm piece of metal guide wire came with the catheter. It appears that the guide wire may have broken during the insertion. Per the risk management coordinator, this catheter was originally placed for the pt on (B)(6) 2014. There was no apparent pt injury.